Manufacturer narrative:
On 12/13/2023, the following additional information was obtained from the original equipment manufacturer (OEM). The erbe was plugged in and did not power on. Troubleshooting led to a malfunctioning low-voltage printed circuit board (pcb), and once replaced, the erbe powered on.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported universal surgical manipulator (usm) 2 was unable to move. The isi tse viewed onsite logs which reflect error 1162 followed by the staff disabling usm 2. The isi tse walked the staff through a hard power cycle of the system with no change. The isi tse explained the system could be used as a 3-arm system while the error 1162 was present. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the procedure was completed using only three arms.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and the fse replaced the integrated electrosurgical unit erbe (erbe) generator to correct the reported problem. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The erbe was analyzed and reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the nurse to obtain additional information. The nurse confirmed that the patient demographics is unavailable.

Event description:
Refer to h10/h11 for follow-up information.